Event description:
It was reported by the rep that the (1) tsw45 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that every time the surgeon went to fire the device the surgeon complained about how hard it was to close. Surgeon did not have an excessive amount of tissue in the jaws. The staple lines were fine with great hemostasis. There was no patient consequence.